Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Electrical performance and inner insulation tests are within normal limits. Visual inspection confirmed no abnormalities. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right atrial lead was explanted due to unknown reasons. This lead was successfully replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial lead was explanted due to unknown reasons. This lead was successfully replaced. No additional adverse patient effects were reported.